Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This has been included in this supplemental report. Additionally, upon completion of the manufacturer's investigation it was also determined that the scale was inaccurate as a result of the damage, as well as having sharp edges reportedly being exposed.

Event description:
It was reported via repair work order that the scale display was broken resulting in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale display was broken resulting in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.